Event description:
It was reported to boston scientific corporation in 2005, that a rapid exchange biliary stent system was used during a ercp procedure performed three days prior, (patient age, gender and weight are unknown). According to the complainant, the guidewire jacket frayed and split. The case was aborted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Device not returned